Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that stent restenosis occurred and cardiac chest tightness was experienced. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the distal right coronary artery (rca) with 100% stenosis and was 20 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #1 was treated with pre-dilatation and placement of a 2.75 x 24 mm promus element ¿ study stent. Following post-dilatation residual stenosis was 0%. 3 days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with the cardiac chest tightness and was hospitalized on the same day. Three days later, coronary angiography revealed: 75% stenosis in the r-pda, which was treated with 2.5 x 16 mm unspecified stent. Following post-dilatation residual stenosis was 0%. After 2 days, the event was considered as recovered/resolved and the patient was discharged on the same day.